Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was does not turn on. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the reported power issue began on (B)(6) 2012 (at 7am). According to the csr's documentation, one month prior to the start of the alleged power issue the patient reportedly was in the emergency room (reason unclear) and obtained blood glucose readings of "800, 300, 200, and 100mg/dl" with the ER's meter (date/time unclear). In addition to oral medication (type and dose unspecified), the patient stated he also manages his diabetes with diet and/or exercise; however, the patient denied taking any action in response to the reported power issue. The patient also denied developing any symptoms as a result of the reported meter issue. On (B)(6) 2012 (at 4:30pm) and on (B)(6) 2012 (at 7:30pm), the patient reportedly was administered insulin as treatment by a health care professional (hcp) in the ER. It is not clear if the patient was already hospitalized before the alleged power issue occurred, and if so, the reason for his hospitalization is not clear. Prior to receiving treatment, it is not known what the patient's blood glucose reading was with the ER/hospital's meter. It is also not known if the treatment the patient received was part of his daily regimen. During troubleshooting, the csr noted that the subject meter's batteries did not need to be replaced per owner's booklet recommendation, the patient was using the correct test strips, the patient was not using the subject meter for the first time, and there was no misuse of the lfs product. The reported meter issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims he was unable to test his blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.